Event description:
A report was received that the patient was experiencing pain at the pocket site and was having difficulty charging the ipg. It was noted that the ipg was believed to be tilted. The patient will undergo a pocket revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the pocket site and was having difficulty charging the ipg. It was noted that the ipg was believed to be tilted. The patient will undergo a pocket revision procedure wherein the ipg will be relocated.